Manufacturer narrative:
The field experience of noise, oversensing and inappropriate therapy was confirmed. Analysis observed a lead abrasion at 37 cm from the tip. The blue insulation of the proximal pacing cable was damaged, leaving the wires exposed. The reported noise and oversensing was consistent with that of friction between the lead body and the ICD can, resulting in abrasion and insulation damage.

Event description:
Patient revised for fx pelvis and loose cup.